Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/16/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional h6 device code: 3191 - confirmed counterfeit. Additional h3 investigation summary: photographs were received. Received sample photos were subjected to investigation to identify the novelty of the product. Visual comparison of complaint sample with retain sample: received sample photos were visually inspected and compared with retain sample of product code nw2317 and lot t6023. Upon visual inspection it has been observed that provided (photographs) of complaint sample were not matching with retained sample. Discrepancies identified in terms of product artwork, manufacturing date, packaging material. Discrepancies with respect to fix as well as variable text printed on complaint sample foil was identified where text font style does not match with specimen artwork foil. Ink smudging as well as uneven line spacing clearly identified on complaint sample foil which does not meet ethicon approved specimen artwork. This verification indicated that product is not a genuine product manufactured by ethicon aurangabad site. Complaint statement stated product mix-up where outer foil indicated nw2317 and inner tray indicated vp2317 and vp2617. To investigate this potential mix-up, batch manufacturing record was reviewed and confirmed that vp2317 / vp2617 codes were not manufactured prior to nw2317 / t6023. Manufacturing plan was verified, and it was identified that during manufacturing of code nw2317 / t6023, product mentioned in complaint vp2317 and vp2617 were not manufactured. Line clearance records were checked, and it confirmed that different batches were manufactured nw2317 / t6023. Review confirmed that there is no possibility of product mix-up during manufacturing. Additionally, five retain samples of incident codes nw2317 and lot number t6023 were retrieved for analysis. It was identified that zipper lid for code nw2317 with correct artwork version (actual product) was present in retain sample. This confirmation is also backed up with fact that the outer foil packing is a counterfeit packing as confirmed above through photographic evaluation with retained samples. Further, both complaint sample zipper lids (vp2317 & vp2617) were compared with ethicon approved artwork where both the zipper lids were identified as genuine ethicon approved artwork. No discrepancy was identified in color coding, variable as well as fix text. However, how product with original lid was packed in counterfeit foil, could not be traced during investigation. Primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. Five retain samples of incident codes nw2317 and lot number t6023 were visually inspected and tested for knot pull tensile strength test. The average knot pull tensile strength value of the retain sample meets the usp average knot pull tensile strength requirement. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please clarify event. Reported vp2617 inside nw2317 folder. Photos show vp2317 and nw2317 folder. Please confirm if vp2317 was found inside nw2317. As per the latest update from sales rep, the product code is nw2317 and the inner zipper no. Is vp2317 attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. In event description indicates "the package of suture is not in a good condition." "Package is one and product inside is another." "Product inside is broken." Could you please confirm if this 3 issues occurred at the same time? How many devices were involved? Did this issues occurred pre-op or intra-op? Please explain. If this occurred intra-op, what was the procedure name? Confirm device's availability. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. It was noted that the package is one and product inside is another. The packet is of nw2317 and the inner zipper number is vp2317. There were no adverse patient consequences reported. Additional information has been requested.